Event description:
The user alleges that a nurse received a needle stick after giving a pt a shot. The user reports that the needle came out of the needle hub and had to be removed from the pt. The nurse was allegedly stuck with the "hub end" of the needle. No treatment to nurse reported. This facility also reported, that on the same day, with the same clinician, they had four reports of the needle disconnecting from the hub and needle sticks. No treatment given.